Event description:
Patient was revised to address pain and loosening of the femoral component. It was reported that the patient fell.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation could not verify or draw any conclusion about the reported device loosening; however, provided information indicated the patient experienced trauma (fall) and was the likely root cause. A search of the complaint database did not reveal any other reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be reopened.